Event description:
It was reported that the patient underwent a revision surgery due to recurring incontinence. A new cuff was added to the artificial urinary sphincter (aus). According to the physician's criteria, another cuff was required in order to improve the patient's condition. No components were explanted. There were no patient adverse effects in relation to this event.